Manufacturer narrative:
(B)(4).

Event description:
It was reported that remote transmission revealed multiple episodes of auto mode switch due to atrial lead noise. All other electrical measurements were stable. Noise could be reproduced with isometrics in the clinic. Fluoroscopy image revealed an insulation anomaly near the suture sleeve. The device was reprogrammed. The patient was asymptomatic and would continue to be monitored.